Manufacturer narrative:
Based on visual and functional evaluation of the returned device, the complaint has been verified and the root cause was most likely associated with the device coming into contact with a metal object. Other factors that could contribute to the detached electrode includes: using the device for mechanical displacement of tissue through applied force, using the device as a lever to enlarge a surgical site or gain access to tissue or coming into contact with a metallic object. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a tristar 50 icw wand, an electrode detached from the wand tip while inside the surgical site. The procedure was successfully completed with a backup device, however the surgeon was unable to retrieve the detached electrode from the surgical site. There were no significant delays or patient complications reported as a result of this event.